Manufacturer narrative:
(B)(4). Patient medications: warfarin, metoprolol, furosemide, simvastatin, allopurinol, colcrys, flomax, proscar, sertraline hcl, and vitamin d. The excluder iliac branch endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to, occlusion of device or native vessel. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa iliac branch endoprostheses (ibe) to treat a left common iliac artery aneurysm. There was a pre-existing dissection in the right common iliac artery. The physician performed a coil embolization on the right common iliac artery with an amplatzer¿ vascular plug. The physician chose to bypass the ibe trunk and landed inside the plc271000 device proximal and distal to the ibe ipsilateral limb. When attempting to implant the pla320400/15498475 device, the dsf1833/1v359898 popped out of the artery. While attempting to retract the pla320400 device, it became caught on the dsf1833. The delivery catheter was able to be removed but the pla320400 device deployed in the external iliac artery and the distal olive tip remained inside the patient. The physician performed a cut down procedure to remove the pla320400 device and the distal olive. The physician then reused the dsf1833/1v359898 sheath and implanted a different pla320400 device successfully. The physician then performed an unplanned fem-fem cross over and an unplanned bypass due to the dissection in the right common iliac artery. The patient tolerated the procedure.